Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's son had a major hospitalization and had high blood glucose levels all day on sunday. Customer's blood glucose level was 1281 mg/dl. Customer was being treated with an IV insulin drip. Customer had the following symptoms: nausea, vomiting, diabetic ketoacidosis, and low blood pressure. Customer contacted his health care professional about his high blood glucose levels. Customer was hospitalized on (B)(6) 2014 in the morning. Customer had worked hard on saturday. Customer was wearing the pump at the time of hospitalization. Customer had a reading of about 300 mg/dl and every hour after, the reading just said high. Low reservoir alarm was found in the history. Customer was advised that the pump was working as designed. Pump was programmed correctly and passed priming and high pressure tests. Customer was advised to have health care professional check the pump's settings. No additional information provided.